Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of this coils in my uterus') and vertigo ('vertigo - I was just in the emergency room for it') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 2 coils on one side". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), nausea ("extremely nauseous for no reason"), migraine ("I feel a migraine"), mental disorder ("on meds for mental health"), pelvic pain ("pain in my left side / pain in the pelvis"), fear ("scared"), crying ("crying"), anxiety ("anxious"), nervousness ("nervous"), back pain ("back pain / lower back pain"), alopecia ("hair loss"), menstrual disorder ("worsened periods"), inflammation ("inflammation is bad"), pain in extremity ("leg pain"), abdominal pain lower ("cramps") and vertigo (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the nausea, migraine, mental disorder, pelvic pain, fear, crying, anxiety, nervousness, back pain, weight increased, alopecia, menstrual disorder, inflammation, pain in extremity and vertigo outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, crying, device expulsion, fear, inflammation, menstrual disorder, mental disorder, migraine, nausea, nervousness, pain in extremity, pelvic pain, vertigo and weight increased to be related to essure. The reporter commented: patient was been nauseous for about an hour and then she felt a migraine. If she end up throwing up sick, she would be so mad. It was just her and her two kids and felt extremely nauseous for no reason. Concerning the injuries reported in this case, the following one/ones were reported via social media : leg pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event added- vertigo. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I have 2 coils on one side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), nausea ("extremely nauseous for no reason"), migraine ("I feel a migraine"), mental disorder ("on meds for mental health"), pelvic pain ("pain in my left side / pain in the pelvis"), fear ("scared"), crying ("crying"), anxiety ("anxious"), nervousness ("nervous"), back pain ("back pain / lower back pain"), alopecia ("hair loss"), menstrual disorder ("worsened periods") and inflammation ("inflammation is bad") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy march 3rd). Essure was removed. At the time of the report, the device dislocation, nausea, migraine, mental disorder, pelvic pain, fear, crying, anxiety, nervousness, back pain, weight increased, alopecia, menstrual disorder and inflammation outcome was unknown. The reporter considered alopecia, anxiety, back pain, crying, device dislocation, fear, inflammation, menstrual disorder, mental disorder, migraine, nausea, nervousness, pelvic pain and weight increased to be related to essure. The reporter commented: patient was been nauseous for about an hour and then she felt a migraine. If she end up throwing up sick, she would be so mad. It was just her and her two kids and felt extremely nauseous for no reason. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media was received. New events inflammation and reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of this coils in my uterus') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 2 coils on one side". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), nausea ("extremely nauseous for no reason"), migraine ("I feel a migraine"), mental disorder ("on meds for mental health"), pelvic pain ("pain in my left side / pain in the pelvis"), fear ("scared"), crying ("crying"), anxiety ("anxious"), nervousness ("nervous"), back pain ("back pain / lower back pain"), alopecia ("hair loss"), menstrual disorder ("worsened periods"), inflammation ("inflammation is bad"), pain in extremity ("leg pain") and abdominal pain lower ("cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterctomy). Essure was removed on 3-mar-2015. At the time of the report, the nausea, migraine, mental disorder, pelvic pain, fear, crying, anxiety, nervousness, back pain, weight increased, alopecia, menstrual disorder, inflammation and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, crying, device expulsion, fear, inflammation, menstrual disorder, mental disorder, migraine, nausea, nervousness, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: patient was been nauseous for about an hour and then she felt a migraine. If she end up throwing up sick, she would be so mad. It was just her and her two kids and felt extremely nauseous for no reason. Concerning the injuries reported in this case, the following one/ones were reported via social media : leg pain, abdominal pain lower quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc.fu(10) and (11) processed together on 20-mar-2020: social media received : reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of this coils in my uterus') in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I have 2 coils on one side". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), nausea ("extremely nauseous for no reason"), migraine ("I feel a migraine"), mental disorder ("on meds for mental health"), pelvic pain ("pain in my left side / pain in the pelvis"), fear ("scared"), crying ("crying"), anxiety ("anxious"), nervousness ("nervous"), back pain ("back pain / lower back pain"), alopecia ("hair loss"), menstrual disorder ("worsened periods"), inflammation ("inflammation is bad"), pain in extremity ("leg pain") and abdominal pain lower ("cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the nausea, migraine, mental disorder, pelvic pain, fear, crying, anxiety, nervousness, back pain, weight increased, alopecia, menstrual disorder, inflammation and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, crying, device expulsion, fear, inflammation, menstrual disorder, mental disorder, migraine, nausea, nervousness, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: patient was been nauseous for about an hour and then she felt a migraine. If she end up throwing up sick, she would be so mad. It was just her and her two kids and felt extremely nauseous for no reason. Concerning the injuries reported in this case, the following one/ones were reported via social media: leg pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- one of this coils in my uterus, leg pain, abdominal pain lower. Reporter added. Event device dislocation updated to device use issue. Follow up 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I have 2 coils on one side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), nausea ("extremely nauseous for no reason"), migraine ("I feel a migraine"), mental disorder ("on meds for mental health"), pelvic pain ("pain in my left side"), fear ("scared"), crying ("crying"), anxiety ("anxious"), nervousness ("nervous"), back pain ("back pain"), alopecia ("hair loss") and menstrual disorder ("worsened periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (B)(6)). Essure was removed. At the time of the report, the device dislocation, nausea, migraine, mental disorder, pelvic pain, fear, crying, anxiety, nervousness, back pain, weight increased, alopecia and menstrual disorder outcome was unknown. The reporter considered alopecia, anxiety, back pain, crying, device dislocation, fear, menstrual disorder, mental disorder, migraine, nausea, nervousness, pelvic pain and weight increased to be related to essure. The reporter commented: patient was been nauseous for about an hour and then she felt a migraine. If she end up throwing up sick, she would be so mad. It was just her and her two kids and felt extremely nauseous for no reason. Concerning the injuries reported in this case, the following ones were reported via social media: nausea and migraine, device dislocation, pelvic pain, fear, crying, anxiety, nervousness, back pain, weight increased, alopecia, menstrual disorder. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received ¿ case becomes incident. New events I have 2 coils on one side, pain in my left side, scared, crying, anxious, nervous, back pain, weight gain, hair loss and worsened periods were added. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.